Event description:
The companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm. This alleged failure mode poses a low risk to the pt because the issue was observed when the driver was not supporting a pt. In additional, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant sources of power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.